Event description:
Caller alleged receiving false negative hcg results for one pt. Pt was admitted to the ER in may. Urine was tested negative within read-time. Confirmation for pt is serum of 197 on the same day. Physician suspected a miscarriage had just occurred based on physical. This pt was tested negative on another unk home-test kit on the same day. Urine collection time is unk. Most likely was not first morning urines as pt was not admitted in the morning. Pt's lmp, age, health condition and medication history not known. No invasive procedure performed based on the false negative result. No samples were saved. Product is not available for further testing. No add'l pt info provided.

Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with hcg 20 miu/ml cutoff urine control and 100 miu/ml hcg urine control, all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen in-house analysis. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.